Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was not feeling normal stimulation or magnet mode stimulation for a couple of months. Upon diagnostic testing, high impedance results were obtained. Per the physician, the patient had taken a couple of nasty falls recently which likely caused high impedance as she has not felt stimulation since the falls. No device manipulation is suspected. X-rays were received and reviewed by the manufacturer. Upon x-ray analysis, a gross lead fracture was found. Patient underwent revision surgery on (B) (6) 2009 and the surgeon found the lead break during surgery. Product has been requested, but has not been returned to date.